Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that pd solution was coming out of the top of an unused line of the homechoice cassette while the clamp was closed. This occurred during the initial drain phase of peritoneal dialysis therapy (pd). The home patient (hp) was connected at the time of the event. Renal therapy services (rts) assisted the hp in ending the therapy and advised the hp to inform their registered nurse regarding the issue. The hp would start over with new supplies. Rts reviewed proper procedures per the user manual with the hp. There was no patient injury or medical intervention associated with this event. No additional information is available.